Event description:
During the craniotomy, the perforator (ID 261221) unexpectedly stopped functioning while the doctor was creating the third burr hole. Despite attempts to extract it, the perforator remained lodged in the cranium. In an effort to dislodge it, the hudson end and mechanism remained attached to the midas rex, while the inner and outer drill bits broke off, leaving the remaining parts in place. No patient injury reported and the event led to surgical delay (unknown for how long).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The perforator was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the customer self-identified a potential cause of the failure, lack of lubrication. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.